Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and health hazard analysis. The DHR (device history review) for the sterrad 100s system confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad 100s did not reveal a trend for haze/oil mist. Trending analysis for haze / oil mist issues associated to the sterrad 100s found there is not a significant trend. The hhe (health hazard analysis) relating to haze / oil mist issues is considered low risk. There was no product returned for investigation. The root cause of the "smoke" was determined to be the bolts were loose on the oil mist filter housing.

Manufacturer narrative:
Device evaluated by mfg: the field service engineer confirmed the report. The fse found the oil mist assembly bolts were loose. After replacing the oil filter and oil and securing the oil mist assembly bolts, he performed a leakback test and verified there were no leaks present. He also ran an empty chamber test which passed. The system met specifications.

Event description:
The customer reported their sterrad 100s sterilizer was "smoking". The customer turned off the unit and requested service. An asp field service engineer was dispatched to assess the unit onsite. There were no reports of injury or harm to healthcare workers.